Event description:
The advocate stated she received a high out of range control result of 184mg/dl on her son's contour next link meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. New control solution was sent to the customer.